Event description:
It was reported that after being implanted for 5 months the gamma nail broke at the hole for the lag screw. Patient was revised to replace the gamma nail.

Manufacturer narrative:
Additional information has been requested and if received will be submitted in supplemental report.